Manufacturer narrative:
Pt identifier: the ¿unk¿ on the supplemental MDR was incorrect and should not have been there.

Event description:
Additional information received reported that the anchor did bunch up on itself while still on the dispenser as the implanter was trying to dispense it. No other problems occurred and the patient was receiving effective therapy.

Event description:
It was reported that during implantation the physician experienced difficulty in dispending the anchor. The pre-loaded anchor contained in the catheter package could not be retracted from the dispenser and attached to the catheter, therefore another anchor dispenser from a 8785 accessory kit was used, and the catheter was secured in place. No diagnostic testing or troubleshooting was required. This product issues was reported as resolved and the cause reported as the anchor could not be detached from the dispenser. There were no patient symptoms associated with this event. At the time of the report the patient's status was reported as alive-no injury. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# 0207705019, implanted: (B)(6) 2015, product type: catheter. (B)(4).